Event description:
It was reported that the customer received a failed battery test. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Failed battery test alarm due to corroded battery tube, cracked reservoir tube lip, scratched reservoir window, and cracked case near display window corners noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.